Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure during induction, the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead did not convert the patient's ventricular tachycardia (vt). It was noted that the lead was placed on the septum. The patient was brought in for a second defibrillation threshold (dft) testing a couple of days later, however the device and lead still were unable to convert the arrythmia. Subsequently the ICD and rv lead were explanted. A new system from another manufacturer was successfully implanted and no additional adverse patient effects were reported.